Event description:
It was reported that the patient¿s device was turning off. Both of the patients devices were turning off, but the right one seemed to be more frequently. This was occurring 4-5 times a week, and started occurring 3 weeks prior to the report. The patient had a return of symptoms and would check her device with her programmer within 30 minutes of the device turning off. Electromagnetic interference was suspected, but the patient had not been around an MRI machine, radiation, or any other medical tests. The patient did go to physical therapy and also visited her husband in the hospital. However, it was noted that this occurred prior to visiting her husband in the hospital. Impedances were normal on both devices. The diary for the left device showed 100% usage, and the right showed 84% usage with no activations. The patient was advised to keep a diary of the off occurrences and her activity prior to it. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), product type: implantable neurostimulator; product ID 3387s-40, lot# v127417, implanted: (B)(6) 2008, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. Impedance measurement done six days prior to the report showed no abnormal values. No reprogramming was scheduled as the time of the report. The symptom associated with the event was sudden sharp pain. No hospitalization was required and patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).